Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not retract; indicating the needle mechanism did not function as intended. The pod was worn on the patient's arm for between 5 and 24 hours. As treatment, a new pod was applied.

Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. The download data showed that the pod completed both priming sequences with an expected number of pulses in each. Investigation of the needle mechanism found no issues that would result in the needle failing to retract. The needle mechanism was reset and found to deploy properly. Although no problem was found with the device, it could not be determined when the needle retracted, and the cause of the reported needle mechanism failure could not be determined.